Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: jds. Initial reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the ans tibial nail aiming arm in question was found to have broken. The locking mechanism does not move freely for the reduction forceps points speed lock 205. No further information is available. This report is for an aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.043.029. Lot: 2029724, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 27 april 2022, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that aiming arm/ radiolucent was found cracked from the latch. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm/ radiolucent was unable to be performed since it was not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Relevant actions have been taken to further determine the manufacturing/process error that cause the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawings reflecting the current and manufactured revisions were reviewed.